Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during withdrawal of a 5f exoseal vascular closure device (vcd) and unknown sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. Hemostasis was achieved by manual compression for less than 30 minutes. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The procedure was performed using a retrograde approach during a diagnostic procedure, and the physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis 5 fr arterial sheath introducer was used. Femoral artery suitability was verified on angiography, including confirmation of the appropriate 30¿45-degree insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no prior closure device use or manual compression at the target site within 30 days, and no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. The indicator window of the exoseal device was facing up during retraction and did not change. The device was removed with the indicator wire exposed. Visual inspection revealed no damage to the indicator wire loop. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during withdrawal of a 5f exoseal vascular closure device (vcd) and unknown sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. Hemostasis was achieved by manual compression for less than 30 minutes. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The procedure was performed using a retrograde approach during a diagnostic procedure, and the physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis 5 fr arterial sheath introducer was used. Femoral artery suitability was verified on angiography, including confirmation of the appropriate 30¿45-degree insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no prior closure device use or manual compression at the target site within 30 days, and no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. The indicator window of the exoseal device was facing up during retraction and did not change. The device was removed with the indicator wire exposed. Visual inspection revealed no damage to the indicator wire loop. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position and the indicator wire was found fully deployed, where no abnormal conditions were observed on the indicator wire. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high magnification microscopic evaluation was executed to evaluate the internal mechanism and the loop shape. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. During analysis, the deployment lever was fully depressed, the indicator wire retracted, and the plug deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to indicator guidewire not engaging reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.